Manufacturer narrative:
Summary of investigation: there are two previous complaints regarding this code batch. One regarding a packaging defect and one for the same issue as this case. Both were closed as confirmed after the analysis. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received 20 closed and an open sample (contaminated and unused) with the needle detached from the thread (thread is still wound on the pack). Tightness test to the closed samples received has been performed and the units are tight. Needle attachment results conducted on the closed samples received are 2.04 kgf in average and 1.07 kgf in minimum and fulfil the requirements of the european pharmacopoeia: 1.12 kgf in average and 0.46 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open sample received shows that the needle escaped from the thread. Final conclusion: although the closed samples received fulfilled the product specifications, considering that the open sample received was unused and already detached and that there is a previous confirmed complaint for the same issue, we consider that the complaint is confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that half the box of suture was faulty with the needle unattached. There is no patient involvement.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k011375. If additional information becomes available a follow up report will be submitted.